Manufacturer narrative:
(B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, lymphadenopathy.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "patient has experienced pain and discomfort over the years and .. Had an ultrasound which confirmed that there was a bilateral and extracapsular rupture. There is silicone adenopathy to both axillae." The device has been explanted.